Event description:
Reference medwatch 1219856-2008-00425 for the first event involving the same patient. It was reported by a call from the scrub nurse, that the intra-aortic balloon (iab) was prepped and the md inserted another hemostasis sheath with the sideport. The iab was inserted into the sheath and became stuck; the iab and sheath were removed as one unit. The md requested a third iab. This time he used an "avanti" sheath and the arrow iab was inserted without difficulty. The md did not want to use the sheath without the sideport.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.